Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed. User tried to reboot and recover storage space, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer found that all tower doors on the device were failed and required maintenance and replaced the door controller and logged into hardware test application and tested the doors and saved the results to the desktop to resolve the issue. The system functioned as intended after the field service engineer repaired the device.